Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 400 mg/dl due to bent cannula. A day before customer had blood glucose level was over 600 mg/dl. The customer treated with manual injections. The customer also reported receiving calibration error and change sensor alerts. Troubleshooting was declined. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened or used. Missing one needle. Checked needle for burrs or hooks and dull needle tip defects and none was found. Introducer needle passed per specifications. Unable to confirm packaging anomaly due to no original box returned.